Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(4). The patient reported that the infusion set's tubing was detached from connector with 2 infusion sets on (B)(6) 2022 and (B)(6) 2022. Further, the blood glucose level of the patient ranged between 217 mg/dl to 240 mg/dl for both the events. Moreover, the infusion set was used for 6 hrs to 1.5 days (both the events). The patient replaced the infusion set and resumed insulin successfully. No further information was available.